Event description:
During an attempted vitrectomy, the vitrector failed to aspirate. A second vitrector also failed to aspirate. The procedure was aborted and the patient was transferred to the care of a retinal specialist for further treatment.